Event description:
It was reported the patient experienced headaches. The stimulation from the primary lead was not sufficient for pain coverage for the occipital neuralgia. The second lead was programmed for sufficient coverage of the lower body pain. The primary lead and extension were replaced. The patient recovered without sequela.